Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with a description of glistening was found in intraocular lens (iol), the customer was considering explanting the lens due to glistening. The lens was still remains in the patient's eye. Additional information was received as lens removal was not considered at this time. The glistening findings were only noticed on slit examination and patient's vision was fine and there were no complaints.